Manufacturer narrative:
It was reported that the implantable cardioverter defibrillator failed to be interrogated. Final analysis found that the device did not communicate due to a depleted battery. The cause of the loss of communication due to low battery voltage is consistent with a bluetooth circuitry anomaly. No other anomalies were found.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on 10 march 2022.

Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry was confirmed. Final analysis found the cause of the loss of ble telemetry to be an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. No other anomalies were found.

Manufacturer narrative:
Correction: this report is to retract 2017865-2022-07303 submitted on apr 6, 2022. Product was within abbott control and not in presence of a customer. This was found within internal testing. Item does not currently meet MDR filing requirements. H6 - investigation conclusion 4316 - code not available, as report was retracted.